Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the ptfe coating had been sheared off the outer surface of the wire. Magnifying inspection of the segment at approximately 180 - 205mm from the distal end found that shearing of the ptfe had been generated from the proximal in the distal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications. The adhesive strength of the ptfe coating to the core wire was determined and verified to meet manufacturing specifications. Magnifying and electron microscopic inspections of the surface did not reveal any anomalies along the total length. The actual device and a current angiographic catheter product sample, after having been primed sufficiently were respectively combined with each other by inserting the actual sample from the hub side of the catheter sample. The actual sample was confirmed to be able to be advanced in the catheter sample along the total length with no difficulty or resistance. The mobility performance on the segment at the distal end to approx.70mm from the distal end, where the hydrophilic coating is applied, was determined by a load measuring machine and confirmed to be normal. No deterioration in the lubricity was confirmed. Simulation testing was conducted on a current product sample of the visiglide guide wire. The test sample came in contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. In another simulation test the forceps elevator on the endoscope was raised while a guide wire is inserted. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined, however based on the available information, it is likely that the actual device may have come in close contact with a sharp object and in this state was subjected to a pulling force which exceeded the coating's adhesive strength. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) with statements such as the following: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." Terumo medical products (tmp) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the coating sheared off of the device during a procedure. Follow up communication with the user facility reported the following information; the actual device would not come out of the distal end of the involved endoscope. The device was changed out to another product. The procedure was completed successfully. There was no harm to the patient.